Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had inaccurate delivery was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that, during an infusion data review, challenges were reported following implementation of epic interoperability earlier this year. The feedback related primarily to fluid bolus workflows and current interoperability limitations. Clinicians reported difficulty programming fluid bolus infusions when IV maintenance or tko/kvo (to keep open/keep vein open) infusions were running concurrently. Reported issues included instances of the infusions resuming at a higher-than-expected rate following completion of a bolus and the fluid volumes were not accurately documented in the electronic medical record (emr). There was patient involvement, but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.